Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter did not turn on. The patient did not allege any symptoms and denied seeking medical attention. The patient did not take any action regarding diabetes treatment due to the reported issue. The meter turned on when the power button was pressed. The meter did not turn on when the strips were inserted all the way into the test strip port. The product is not new. There was no misuse of the product based on the given information. This complaint is being reported because the power issue was not resolved through troubleshooting. The patient did not allege any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.